Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the needle was separated from the sensor base, also found the sensor cannula was bent; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used. This complaint is against the insertion device.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the hub not released in the serter. Customer's blood glucose was unknown mg/dl. The customer was advised to press and hold serter button whitle shaking to realease needle hub assembly/sensor. The customer reported serter didn't release the needle hub/sensor. The customer was advised to return sensors and serter for replacements.